Manufacturer narrative:
B3: (B)(6) 2025 was the reported month and year of the event, but the exact day was not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the error message 'cassette not attached properly. Reattach cassette' even when no cassette was present. There was no patient involvement.

Manufacturer narrative:
One device was returned for analysis of complaint of error message 'cassette not attached properly, reattach cassette' even when no cassette was present. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of event history was not performed due to device alarms system fault 46440. Visual and functional testing was performed. Visual inspection found an air bubble in upstream occlusion (uso) seal. Alarmed system fault 46440 during startup. Complaint was confirmed through downstream occlusion test. Device intermittently alarmed cassette not attached properly. Device also alarmed system fault 46440 indicating a downstream occlusion (dso) sensor failure. Replaced dso sensor, dso bezel, and dso seal. Repair confirmed through downstream occlusion test. Device passed all testing criteria post repair.